Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator was implanted to help with leg pain. The implantable neurostimulator was placed in the left side since that was the leg that had more pain than the right leg. The patient was wondering if he was implanted too low and if it may be pushing on his nerve because now he is having more pain on the right side of the leg too. He has always had pain on the left side at the implant site since implant. He has had pain on the right side since implant, but not as severe. It bothers him on the left side where the implant is. It was described like a pebble in your shoe and is bothering your heel. It doesn't hurt too badly when he is walking around because the mobile settings kick in, but it hurts more when standing. The patient discussed the issue with the health care provider and the health care provider thinks I may be scar tissue and the health care provider suggested that he do some therapy, but he has not done any. Additionally, there was a return of symptoms. Since almost 1 year post-implant, he has had to keep increasing the stimulation to be more effective. This was considered a gradual change in therapy/symptoms. The patient was feeling wobbly like he¿s drunk because he is going up in his numbers. This started a ¿good five months ago,¿ confirmed as 2016. The patient¿s medical history includes that an emergency room health care provider gave him oral morphine for pain/cramping in his neck. This is unrelated to his back and is pre-existing/not related to the stimulation device. He has two discs missing from his neck. The oral morphine was not effective for pain and made him vomit. Additional information was received from a consumer on 2017-01-03 reporting that the patient had not yet notified their health care professional (hcp). The patient was going to see if they would have to up the numbers again and then they would notify their hcp. It was reported that it all started one day but it was always on their left side by the battery. The patient was trying to lie down on their left side or on their back on their right side as when they lay down too long they knew it would start to hurt. It was reported that the symptom of being wobbly was still there and was not gone. It was reported that when their back side hurt then their legs were burning more. When the patient was standing or walking too long then the left leg started to hurt and had more burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.